Manufacturer narrative:
Review relevant uromedica records (DHR, inspections, tests) to identify any impact manufacturing or materials may have had on the device. Document conclusions in the complaint investigation.

Event description:
Possible migration since implant may be due to excessive bleeding. Migration identified on (B)(6) 2023, explanted on (B)(6) 2024.